Manufacturer narrative:
This event is being reported because we have not yet received the returned valve for investigation. The conclusion expected is that this will be a case where the device and patient anatomy are not compatible. It is apparent that retained mitral apparatus was interfering with leaflet motion. When the device is returned it will be retested. In all past cases of this type of complaint, the device has been found to function according to specs, i.e., no malfunction. A follow-up MDR will be filed once we have the conclusion.

Event description:
Mitral valve implant in (B)(6). After implant, leaflets had difficulty moving. Attempted rotation, did not help.